Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently unresponsive. The contrast and ok keypad buttons required excessive force to obtain a response. There was evidence of keypad contamination found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the keypad buttons have been intermittently unresponsive over the past week. She noted that the ok keypad button is the worst and requires multiple presses to obtain a response. The patient denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that she wears the pump in her bra.